Event description:
The subject device is reportedly involved in the (B)(4) and was explanted prophylactically because the patient is pacing dependent. The patient had been submitted to a ablation of the av node before the fsn was released.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject device is reportedly involved in the fsn crm-sal-2018-001 and was explanted prophylactically because the patient is pacing dependent. The patient had been submitted to a ablation of the av node before the fsn was released.